Manufacturer narrative:
Device evaluated by MFR: visual examination of the returned product revealed a fracture in the distal tip. The fracture was located 298.5cm from the proximal end. Two kinks were identified at 97 and 161.5cm from the proximal end. Sem lab analysis concluded the fracture occurred due to a cyclic bending event followed of a tension overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, the guide wire tip was detached. Vascular access was obtained via a femoral artery. The 100% stenosed, 12x2.5mm concentrically shaped target lesion was located in the non calcified and mildly tortuous left circumflex (lcx) artery. The 300cm pt2 moderate support guide wire was placed in the 3rd obtuse marginal (om) branch. A 2.5x12mm maverick balloon catheter was advanced over the wire for pre-dilation. The balloon was inflated 'a few times' and upon removal of the devices it was noted that the tip of the wire had detached. The physician did not attempt to remove the wire tip from the 3rd om as it is a small vessel which is very distal and downstream, so the tip is not likely to move. There were no additional patient complications reported and the patient's status is ok.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, the guide wire tip was detached. Vascular access was obtained via a femoral artery. The 100% stenosed, 12x2.5mm concentrically shaped target lesion was located in the non calcified and mildly tortuous left circumflex (lcx) artery. The 300cm pt2 moderate support guide wire was placed in the 3rd obtuse marginal (om) branch. A 2.5x12mm maverick balloon catheter was advanced over the wire for pre-dilation. The balloon was inflated "a few times" and upon removal of the devices it was noted that the tip of the wire had detached. The physician did not attempt to remove the wire tip from the 3rd om as it is a small vessel which is very distal and downstream, so the tip is not likely to move. There were no additional patient complications reported and the patient's status is ok.